Manufacturer narrative:
Inspection of pod data indicated that no alarm was generated. The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the cannula damage could not be determined. The soft cannula damage is independent of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose rose to above 250 mg/dl while wearing the pod. The pod was originally reported for an unexpected alarm. Investigation of the device found the cannula to be torn.